Event description:
It was reported when using an unknown bd vacutainer® product customer has reported needlestick injuries due to safety shield malfunctioning. The following information was provided by the initial reporter. The customer stated: "the first point of my email is to inform you of this issue to prevent further needlestick injuries. If the safety lock was easier to activate, this may encourage the device to be used safely, for the function it is designed to do., therefore, reducing the risk of nsi transmitted viruses and diseases. 07 june - additional comments received. Since my report to you I have asked the staff within my practice if they are experiencing any issues with the 23g safety lok needle. In doing this, I have discovered that we have been trying to engage the safety sheath completely wrong. The instructions are printed on the box and not the individual packets and this is not something that seems to have come up in our phlebotomy training."

Manufacturer narrative:
The following fileds have been updated with corrected information; h.6. Imdrf annex a code changed to a0510 - retraction problem.

Event description:
It was reported when using an unknown bd vacutainer® product customer has reported needlestick injuries due to safety shield malfunctioning. The following information was provided by the initial reporter. The customer stated: "the first point of my email is to inform you of this issue to prevent further needlestick injuries. If the safety lock was easier to activate, this may encourage the device to be used safely, for the function it is designed to do., therefore, reducing the risk of nsi transmitted viruses and diseases. (B)(6) - additional comments received: since my report to you I have asked the staff within my practice if they are experiencing any issues with the 23g safety lok needle. In doing this, I have discovered that we have been trying to engage the safety sheath completely wrong. The instructions are printed on the box and not the individual packets and this is not something that seems to have come up in our phlebotomy training."

Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Customer has acknowledged that they were improperly activating the safety-lok shield. They have learned the proper way to activate the shield and will train staff accordingly. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed." Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H3 other text : see h.10.